Event description:
Device 1 of 2.reference MFR report: 1627487-2015-07064.follow-up information identified the patient had both of her scs leads explanted and replaced with a different model lead. The patient reported receiving effective stimulation coverage postoperative.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-07064

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07064. It was reported the patient has been unable to receive stimulation. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.